Event description:
Information received from the field does not address the patient's clinical status but notes that the atrial lead dislodged into the right ventricle during a cardiac catheterization procedure. No further information was received regarding the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 and g3 - competitor